Event description:
The customer reported a falsely elevated magnesium result generated on the alinity c analyzer on a patient. Results provided: 1.27 / 0.5 / 2.47 / 0.53 mmol/l, another alinity = 0.5 / 0.5 / 0.5 / 0.5 / 0.5 mmol/l (reference range: 0.7-1.0 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs troubleshooting included replacing the reagent probe tubing which resolved the issue. There have been no further reports of discrepant results since the tubing was replaced. A review of the alinity c sn #(B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the alinity c analyzer sn #(B)(6).